Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported while using the day aligners a pain level of 9 and stated their mouth hurts so bad; the patient says her teeth were fine until they bit down on a chewie and now one of their teeth feels like it wants to come out. The patient feels like the tooth is coming out when they take the aligners out. The customer support team requested a letter of recommendation after noticing decay in the customer's tooth. They wanted clearance that the customer was safe to continue treatment.